Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently failed to clamp the saline line and t connector resulting in arterial air alarms which could not be resolved. Treatment was discontinue without attempting rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently failed to clamp the saline line. The cycler alarmed appropriately. The user's guide provides adequate instructions for making pt connections when entering treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.